Manufacturer narrative:
The device inspection revealed that the button located on the side rail control panel responsible for lowering the backrest section of the bed was stuck in the activated position. It resulted in the bed frame unintended movement. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). In the complaint at hand there was no indication that the bed was damaged. The analysis of data is ongoing to identify the cause of the bed malfunction.

Manufacturer narrative:
The device inspection revealed that the button located on the side rail control panel responsible for lowering the backrest section of the bed was stuck in the activated position. It resulted in the bed frame unintended movement. The root cause of the button stuck will be provided in the fnal report.

Manufacturer narrative:
The device inspection revealed that the button located on the side rail control panel responsible for lowering the backrest section of the bed was stuck in the activated position. It resulted in the bed frame unintended movement. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). There was no indication that the bed was damaged. Although the buttons at the control panel are frequently used, the bed was only one year old at the time of the event. Thus, stuck due to age was excluded. Moreover, since there was no customer allegation about the event causing the bed damage the exact root cause of the observed malfunction is impossible to define. According to citadel plus instruction for use, 831.374.en, a full test of all electrical bed positioning functions should be conducted weekly. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. To sum up, the reported symptom occurred due to the faulty button located on the control panel which is responsible for the bed frame movement. The arjo device was not meeting its specification as the bed platform moved without any button being pushed. There was no indication of the patient involvement. The complaint was decided to be reportable due to the allegation of the unintended bed movement. UDI number (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The device inspection revealed that the button located on the side rail control panel responsible for lowering the backrest section of the bed was stuck in the activated position. It resulted in the bed frame unintended movement. Based on the review of previous complains, the main factor that could lead to the button being stuck might be normal wear due to age or related to an excessive force applied to the control panel (originating from the collisions with objects, such as door frames or from the bed being pressed against a different surface, such as wall). The analysis of data is ongoing. Results will be provided upon investigation conclusion.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer attempted to raise the bed¿s backrest section. When the button to raise the backrest section was pressed, the backrest moved up, but when pressing was stopped, it went down on its own. No injury was reported. The bed was collected from the customer and inspected.